Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer's mother claims her son was riding in the chair outside and he turned around in chair to talk to his dad who was behind him, when the chair did a complete 360 degree turn and tipped over.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer's mother claims her son was riding in the chair outside and he turned around in chair to talk to his dad who was behind him, when the chair did a complete 360 degree turn and tipped over.